Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 2 devices implanted and explanted together, see MDR #1032347-2011-00027 also. The reports 1032347-2011-00025 and 00026 are also for the same patient, but with different implant and explant dates.

Event description:
It was reported the patient had stock tmj implanted on (B)(6) 2007, and it was removed on (B)(6) 2010 because the patient had perceived joint noise.